Manufacturer narrative:
Date of event estimated. "The allegation is against [1] of [4] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: t00005900." Common device name: lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: t00005900." Common device name: lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: t00005900.

Event description:
It was reported that the patient was experiencing pain down their left arm on their battery side. The pain was constant regardless of stimulation being on or off. The patient was concerned of rejecting the implant, due to having rejected their surgical implant in the past. Surgical intervention took place where the system was explanted to address the issue. The explant resolved the patient's pain. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.